Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (cable tensioner with pistol grip, part number 03.221.015, lot number p094632). The device was received with the complaint that ¿the instrument was getting worn and when the instrument's tension is high it does not hold correctly.¿ a device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4); supplier: (B)(4). Date of manufacture/release to warehouse date: may 27, 2011. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Visual inspection of the subject device found that the canted coil spring is missing. Note that the missing canted coil spring is not associated with the original complaint description. The subject device passed function inspection with measurements of 40.2, 40.8 and 41.0kg. The complaint condition is confirmed. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement; no patient information was reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 03.221.015 with lot number(s) p094632 is a lot/batch controlled item. The manufacture date of this item is may 27, 2011. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the instrument's tension is high it does not hold correctly; the surgeon believes it is getting worn. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported cable tensioner was getting worn. The repair technician reported the metal o-ring was missing. Worn out parts is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor was unable to repair the item, and noted that the nose spring was missing. The item failed synthes final inspection and will be returned to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.